Manufacturer narrative:
(B)(4) date sent to the FDA: 10/22/2020 additional information: d10, h6 additional h3 investigation summary: it was received for analysis two empty opened boxes, an empty labeled winding former and sixteen unopened samples of product code w8556, lot mlp859. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. It was received for analysis a labeled winding former with a needle-suture piece of product code w8556, lot mlp859. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and present damaged and the end isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had snaps. It was received for analysis a labeled winding former with a needle-suture piece of product code w8556, lot mlp859. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and present damaged and the end isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had snaps. It was received for analysis a labeled winding former with a needle-suture piece of product code w8556, lot mlp859. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had snaps. It was received for analysis a labeled winding former with a needle-suture piece of product code w8556, lot mlp859. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had snaps. It was received for analysis a labeled winding former with a needle-suture piece of product code w8556, lot mlp859. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had snaps. It was received for analysis a labeled winding former with a needle-suture piece of product code w8556, lot mlp859. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had snaps. Additional information was requested and the following was obtained: could you please confirm how many sutures were broken on one patient in this single procedure? 1 quantity of product involved: 1 quantity to be returned: 23 the following information was requested, but unavailable: what was the initial procedure? Did the patient experience any consequences due to the breakage suture? Please explain how was the procedure completed? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the reason why 6 cut sutures were returned for analysis? Please confirm that only 1 suture experienced suture breakage during use on patient. Is this correct? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many sutures were broken on one patient in this single procedure? What was the initial procedure? Did the patient experience any consequences due to the breakage suture? Please explain how was the procedure completed? Device return follow up.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the surgery, the suture snaps. Additional information has been requested.